Event description:
Reporter asked if "vns could make her depression worse. She said she is not doing well and was tearful but did say the depression is not worse but has not improved." Sufficient info is not available to rule out a device malfunction. Good faith attempts are being made to obtain add'l info.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.